Event description:
It was reported that during preparation, saline leaked from the middle of the microcatheter shaft. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the outer body was pinched on its proximal shaft at 77.0cm from its proximal end. Under magnification it was observed that the outer body proximal shaft had a cut approximately 1.2mm in length. The outer body appeared to be slightly compressed at the opening site. The stent was in the outer body in its intended location. The outer body was flushed and it leaked at the opening/cut site. During functional evaluation, the stent was deployed as intended. The inner body was cut at 1.8cm from its distal end and pulled out of the outer body. The inner body was kinked on its middle shaft at 27.5cm from its proximal. The damage to the inner body likely happened during handling as this type of damage was not reported. No other anomalies were observed with the inner body. The stent was examined and found to be within specifications. The observed opening/cut on the outer body was recreated by misaligning the wingspan coating machine and it was confirmed to be similar to the opening/cut on the outer body. Therefore, based on the investigation finding it was determined that manufacturing was the cause of the reported issue.

Event description:
It was reported that during preparation, saline leaked from the middle of the microcatheter shaft. There was no patient involvement.